Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate/confirm the customer reported complaint. During initial boot up the iesu did not present any errors. Only an error c-00 is displayed on error log. Upon vision inspection, the unit's top cover has scratches and a bend on the back right side.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) serial number:(B)(4) with serial number:(B)(4) to correct the u-02 error. The system was tested and verified as ready for use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the benign hysterectomy procedure occurred on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a another esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called an isi technical support engineer (tse) and reported a u-02 error on erbe. Site had tried to restart system, restart erbe, and change out instrument and cable with no change. Tse had site do hard restart and remove foot switch cables with no change. While tse was asking about energy activation cable and explaining how to use it, site had swapped out erbes on their own and was continuing with case, tse advised against doing this in the future. Site would like the field service engineer (fse) to look at system as soon as possible. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the erbe failed during surgery and there was no patient issue. The procedure was a robotic hysterectomy with dr. Hudson. Erbe was swapped out and surgery was completed.